Manufacturer narrative:
Device had unresponsive up and down buttons due to unlocked j2/lcd keypad connector. Unable to perform self-test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the down button stopped working. The time clock was advances. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.